Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reporting skin tore when attempting to remove wafer. White tape collar stuck to skin end user yanked it off to release and created a small tear. Discussed use of stomahesive powder.